Manufacturer narrative:
The initial MDR (MFR# 3023245-2024-00044) was submitted following a retrospective review performed by siemens. This report is being submitted to provide additional information related to the investigation results. In this case, it was reported that the system left speaker had loud noise, the system also froze during exam and an unknown exam had to be rescanned. No patient harm has been reported. The cse arrived on site again and reseated all cp-iom cabling. Logs were collected for further analysis. Review of logs by service found evidence of potential cem / gpu fault as both video and audio are sourced from gpu. The sam was replaced and no further problems reported. The audio extraction and amplification are in the sam unit. This is a one-off hardware failure case and no trends have been identified. Reference# (B)(4).

Manufacturer narrative:
This complaint was created as a result of the retrospective review per eqms-CAPA-001508 implementation action. Reference: (B)(4).

Event description:
Retrospective review - while using the acuson sequoia system there was a loud screeching noise from left speaker during exam. Customer tried turning the system off but it froze, so had to reset at the wall. The noise was going, but it didn't save images so had to rescan the patient. Unknown exam type.